Event description:
The customer reported that while pipetting an htlv I/ii plate on summit the tech observed that not enough diluent was added to well h9. No error code was generated. No death or serious injury was associated with this complaint.